Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker had a rate response issue caused by the patient¿s active lifestyle. No changes or interventions were reported. The patient was in stable condition.